Event description:
It was reported that a physician attempted an arteriotomy closure of the common femoral artery using a proglide device with a 5fr sheath after a diagnostic coronary angiogram procedure. Reportedly, the plunger was depressed then retracted and removed when a cuff miss occurred. The device was removed and hemostasis was achieved using manual arterial compression. No femoral angiogram was taken. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that approximately 3/4 inches of the monofilament was exposed at the guide. The needle tip was still attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. Possible contributing factors for needle deflection that results in the posterior cuff miss include, but are not limited to manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the device to suggest incorrect technique. Based on the successful testing of the device needle trajectory, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications, the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.